Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The product was found to be manufactured/inspected according to criteria/procedure.

Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. Contraindications this suture, being absorbable, should not be used where extended approximation of tissue under stress is required, such as in fascia. Warnings do not resterilize. Discard open, unused sutures and associated surgical needles. User should be familiar with surgical procedures and techniques involving absorbable sutures before employing monoderm¿ (pga-pcl) sutures for wound closure, as risk of wound dehiscence may vary with the site of application and the suture material used. Physicians should consider the in vivo performance (under actions section) when selecting a suture for use in patients. The use of this suture may be inappropriate in elderly, malnourished, or debilitated patients, or in patients suffering from conditions which may delay wound healing. As with any foreign body, prolonged contact of any suture with salt solutions, such as those found in the urinary or biliary tracts, may result in calculi formation. As an absorbable suture, monoderm¿ (pgapcl) suture may act transiently as a foreign body. Acceptable surgical practice should be followed for the management of contaminated or infected wounds. As this is an absorbable suture material, the use of supplemental nonabsorbable sutures should be considered by the surgeon in the closure of the sites which may undergo expansion, stretching or distention, or which may require additional support. Precautions care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with monoderm¿ (pga-pcl) suture. The surgeon should avoid unnecessary tension when running down knots, to reduce the occurrence of surface fraying and weakening of the strand. Under some circumstances, notably orthopedic procedures, immobilization of joints by external support may be employed at the discretion of the surgeon. Avoid prolonged exposure to elevated temperature. Consideration should be taken in the use of absorbable sutures in tissue with poor blood supply as suture extrusion and delayed absorption may occur. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Discard used needles in ¿sharps¿ containers. Skin sutures that must remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with absorption. Monoderm¿ (pga-pcl) suture knots must be properly placed to be secure. Adequate knot security requires the accepted surgical technique of flat and square ties with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Adverse reactions adverse effects associated with the use of synthetic absorbable sutures may include wound dehiscence, failure to provide adequate wound support in closure of the sites where expansion, stretching, or distension occur etc. Unless additional support is supplied through the use of non-absorbable material, failure to provide adequate wound support in elderly, malnourished or debilitated patients, or in patients suffering from conditions which may delay wound healing, infection, tissue granulation or fibrosis, wound suppuration and bleeding as well as sinus formation; wound infection, minimal acute inflammatory tissue response characteristic of foreign body response, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, and transitory local irritation at the wound site. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of blood borne pathogens.

Event description:
It was reported on (B)(6) 2025 that during the operation, the patient dehisced. Intervention was required. Antibiotic was prescribed. No additional information is available.